Event description:
Reporting based on the device malfunction reporting precedence for this device family for the issue of "brush breakage." The clinical nurse called tm rep stating there was an issue with our disposable cleaning brush being brittle, breaking and breaking off inside a scope when cleaning. The clinical nurse then called back the tm rep concerned that the item used may have been expired. No expiry date was visible on the box however there is a manufacture date of 2013 on box. Tm rep arrived to collect devices and discussed with cn that devices used indeed seem to be out of date as they are brittle and easily broken into smaller pieces, a complaint will be lodged any way to provide record of the issue. All remaining 31 items left in box have been returned to the complaints department with two items left out of box to show the nature of the brittle device, breakage clearly evident.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Exemption number: e2016031. Importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information 12th june 2018: where were the brushes stored? Where they exposed to light? The brushes had been stored inside the internal scope cleaning room- so it seems there was no opportunity for light exposure. Lab evaluation: 33 x dcb-dv-50 of lot # c878575 was returned to cirl for evaluation. A lab evaluation was held on 7th june 2018. During the lab evaluation, the plastic tubing was noted to be very brittle on all returned devices. All breakages occurred at the cook labeled end of the disposable cleaning brush, which is protruding from the opened box. It was noted that the devices were manufactured in april 2013. It should be noted that dcb-dv-50 disposable cleaning brushes do not have a expiry date. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. A possible root cause may be attributed to the exposure of the section of tubing to light over a prolonged period (the devices were manufactured five years ago). The complaint is confirmed as the failure was verified in the laboratory and the tubing on all the dcb-dv-50 devices was brittle. Documents review: a review of the manufacturing records for the device of lot # c878575 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c878575; upon review of complaints this failure mode has not occurred previously with this lot # c878575. Lot # c878575 contains the component rmn: 12-023/dcb-dv-50 of qc lot # 156731. A review of qc lot # 156731 which is supplied by cregg was subjected to incoming inspection and was accepted into cook ireland. Pkg review: there is a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. Summary: the complaint is confirmed as the failure was verified in the laboratory and the tubing on all the dcb-dv-50 devices was brittle. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Reporting based on the device malfunction reporting precedence for this device family for the issue of "brush breakage". The clinical nurse called tm rep stating there was an issue with our disposable cleaning brush being brittle, breaking and breaking off inside a scope when cleaning. The clinical nurse then called back the tm rep concerned that the item used may have been expired. No expiry date was visible on the box however there is a manufacture date of 2013 on box. Tm rep arrived to collect devices and discussed with cn that devices used indeed seem to be out of date as they are brittle and easily broken into smaller pieces, a complaint will be lodged any way to provide record of the issue. All remaining 31 items left in box have been returned to the complaints department with two items left out of box to show the nature of the brittle device, breakage clearly evident.